Event description:
As reported, during the procedure, the anchor of the 5f exoseal vascular closure device (vcd) failed to deploy, and intravascular fixation was not achieved. Another device of the same model was used. There was no reported injury to the patient. The user was trained on the device, which was stored and prepped according to the instructions for use (IFU). The device was used in an interventional procedure, though the approach type (retrograde or antegrade) was not specified. The device and packaging were not inspected prior to use. The femoral artery's suitability, including a 30¿45 degree insertion angle, was verified by angiography, and the vessel diameter was confirmed to be at least 5 mm. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during the procedure, the anchor of the 5f exoseal vascular closure device (vcd) failed to deploy, and intravascular fixation was not achieved. Another device of the same model was used. There was no reported injury to the patient. The user was trained on the device, which was stored and prepped according to the instructions for use (IFU). The device was used in an interventional procedure, though the approach type (retrograde or antegrade) was not specified. The device and packaging were not inspected prior to use. The femoral artery's suitability, including a 30¿45 degree insertion angle, was verified by angiography, and the vessel diameter was confirmed to be at least 5 mm. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed to be reported. An attempt to perform the functional deployment simulation evaluation was made; nevertheless, it was not possible due to the unit being received already actioned, with no plug still on place to be evaluated. Nevertheless, it was proceeded with the complete depression of the deployment lever, and no anomalies related to its complete depression was denoted. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the device was received with the deployment lever partially depressed, the indicator window in full transition, and with the indicator wire retracted. During analysis the deployment lever was fully depressed, and no issues were noted. Additionally, there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the procedure, the anchor of the 5f exoseal vascular closure device (vcd) failed to deploy, and intravascular fixation was not achieved. Another device of the same model was used. There was no reported injury to the patient. The user was trained on the device, which was stored and prepped according to the instructions for use (IFU). The device was used in an interventional procedure, though the approach type (retrograde or antegrade) was not specified. The device and packaging were not inspected prior to use. The femoral artery's suitability, including a 30¿45 degree insertion angle, was verified by angiography, and the vessel diameter was confirmed to be at least 5 mm. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone #(B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.